Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned inserted through the user's introducer sheath. Buckling to the sheath tip and the sheath shaft was noted, indication retraction issues. The device was unable to be removed from the sheath. However, the device was able to be advanced out of the sheath and inflated. The device was then deflated without any issues within the specified time constraints. Therefore, the investigation is unconfirmed for deflation issues as the balloon functioned as intended during functional testing. However, based on the damage to the sheath, the investigation is confirmed for the reported retraction issue. It is likely that a partially deflated balloon would lead to retraction issue through the sheath. However, the definitive root cause for the reported deflation issue or identified retraction issue could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date 01/2021. The catalog number identified in section has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported that during an angioplasty procedure in the pulmonary vein, the pta balloon allegedly had difficulty deflating and subsequently got stuck at the tip of the sheath during retraction. The balloon and sheath were removed together as one unit. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Expiry date 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the pulmonary vein, the pta balloon allegedly had difficulty deflating and subsequently got stuck at the tip of the sheath during retraction. The balloon and sheath were removed together as one unit. There was no reported patient injury.